Manufacturer narrative:
Investigation is ongoing. See manufacturing report number 2015691202207007 for related event

Event description:
As reported, during a tavr procedure using a 29mm sapien 3 valve via transfemoral approach, use error led to negative outcomes or patient injury and a potential defective sheath was alleged . As reported, the vessel was predilated with 18ffr pre dilator, the loader was fully inserted into sheath and the sheath insertion into patient was smooth (insertion was performed at about 45 degree angle into the common femoral artery)., upon insertion of the valve and delivery system, the implanter felt resistance going through the sheath, it was noted that the resistance may have been due to steep sheath angle and changing the insertion plane. (Dduring insertion of the delivery system and valve, the sheath was pushed down against the patients thigh, excessive force coupled with changing the insertion plane may have been a cause for this outcome. And considered user error). The operator looked down at the iliac on fluoroscopy and saw the valve was externalized through the sheath seam. So theythe pulled the device was pulled back into the sheath and pulled the entire system was pulled out along with the sheath . They then exchanged for a new 16fr sheath for hemostasis. Per pre-decontamination findings of the returned device, the sheath did not expand.

Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. Per product evaluation. Correction to h6 device codes (removed failure to unfold or unwrap) as the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review. The returned devices were visually evaluated. The liner partially expanded approximately 1.25" from distal strain relief. The middle length unexpanded until approximately 2" from the distal tip, last 2" from distal tip partially expanded. The distal tip is unopened. The sheath shaft was kinked approximately 5.5" from the distal tip. Valve struts were protruding from the sheath. The crimped valve over inflation balloon. The liner was stretched and torn along the unexpanded region. Minor flex tip gouges were on the flex tip. Due to the condition of the returned device, functional testing (liner torn) was unable to be performed. Due to the nature of the complaint event and the condition of the returned device, dimensional testing was unable to be performed. Imagery was provided and reviewed. Tortuosity in patient's access vessels was seen. Bent valve struts were protruding outside of the sheath. A portion of the sheath liner did not expand. A torn liner was seen on the esheath. The esheath plus IFU, IFU for commander delivery system, prep manual and procedural manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The resistance, the resistance and liner puncture were confirmed upon evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of DHR, lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per complaint details, ''upon insertion of the valve and delivery system, the implanter felt resistance going through the sheath. They looked down at the iliac on fluoroscopy and saw the valve was externalized through the seam so they pulled the device back into the sheath and pulled the entire system out with the sheath. Once outside of the body, they noticed the valve had a bent stent strut. Additional information indicated that the loader was fully inserted into sheath, the vessel was predilated with 18fr pre dilator and the sheath insertion into patient was smooth (insertion was performed at about 45 degree angle). The resistance going through the sheath may have been due to steep sheath angle and changing the insertion plane. The entire sheath seam was damaged upon removal. The valve was withdrawn back toward the grey constrained portion, it was believed that the tearing occurred upon withdrawal. The valve moved back and forth inside the sheath upon removal, and it was thought that the bent strut may have caused most of the tearing on the way out.'' 3mensio imagery showed that the patient's access vessels had tortuosity. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Vessel tortuosity can subject the devices to suboptimal angles and lead to non-coaxial alignment in the advancement of the delivery system through the sheath. Non-coaxial advancement of the delivery system can lead to resistance. Additionally, it was noted in the complaint details that a steep insertion angle was used. A steep angle of insertion can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (steep angle of insertion) may have contributed to the complaint event. As there was resistance introducing the delivery system through the sheath, it is possible that excessive manipulation was utilized in order to overcome this resistance. Additionally, the valve was seen externalized through the seam under fluoro, so it is likely that the excessive manipulation caused the valve struts to bend, and caused the liner to tear. Upon removal of the devices, the movement of the valve back and forth in combination of the bent valve struts likely a complete tear upon removal. As such, available information suggests that procedural factors (bent valve strut, excessive manipulation) likely contributed to the complaint event. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.